Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately (B)(6)2023.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned.